Event description:
It was reported that this right ventricular (rv) lead recorded a red alert for an high out of range shock impedance measurements. Technical services (ts) reviewed the lead trends and noted the impedance triggered the alert at approximately 125 ohms. Ts recommended in-office evaluation to clear the alert and consideration to increase the red alert threshold to 150 ohms while continuing to monitor. No adverse patient effects were reported. This rv lead remains in service.